Event description:
A micro drill medium straight attachment was sent for eval because it was creating an angle difference when a burr is inserted in the attachment. This was noted prior to use, no adverse event was associated with the device.

Manufacturer narrative:
Additional info will be submitted once the quality investigation is completed.